Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue (error code 02). To solve the issue (eliminate the short circuit) temperature sensors and the cpu board were checked. Since the device was found to be working, it returned to service without any further issues. No similar event has been recorded on the affected serial number device since its installation in 2020. Based on technical intervention, a damaged electrical component can be excluded, however the reported condition could be attributed to a temporary overload of electricity and therefore an immediate drop in a resistance. This was resolved by turning the device off and on again.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in fujisawa, japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a short circuit (safety temperature sensor) during procedure. Since the power was turned on and off again, the surgery continued. There was no patient injury.